Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the side arm was disconnected from the tube. One representative sample was taken from current production at the manufacturing facility for simulation purposes. The side arm was purposely pulled off the tube of the representative sample. The end of the side arm was visually examined and it was observed that the end of the side arm had a glue stain and an uneven tip end. It was visually the same as the returned sample. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the reported complaint was confirmed. The defect could be replicated using a sample from production at the manufacturing facility. It is most likely that the side arm was detached during user handling.

Event description:
The complaint is reported as: the cuff detached prior to patient use. No patient involvement reported.

Event description:
The complaint is reported as: the cuff detached prior to patient use. No patient involvement reported.

Manufacturer narrative:
Qn#(B)(4). The actual sample involved in the complaint was not returned for evaluation; therefore, a representative sample was taken from current production at the manufacturing facility. A visual exam was performed on the representative sample and no defects were observed. The blue cuff and the clear cuff were then inflated to 25mbar using a calibrated endotest. The cuffs were inflated and deflated with no issues. The sample was then immersed in water to check for leaks. No bubbles were observed coming from the cuffs indicating there were no leaks. Although there were no issues found with the production sample, the complaint could not be confirmed as the actual sample is needed to perform a proper investigation and determine a root cause.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the cuff detached prior to patient use. No patient involvement reported.